Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low glucose episodes associated with under-announced or missed meal entries that triggered automated correction boluses, and the care team directed a factory reset and an increase of the postprandial target. Symptoms included low blood glucose. Outcomes included transient hypoglycemia responsive to oral carbohydrate, with blood glucose in range at the time of the call. Investigation included guided troubleshooting, education on optimal post-reset use during the learning phase, and confirmation that the reset was completed. Investigation of this case revealed user-related dosing behavior as the precipitating factor for hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique and therapy management contributed to the event.